Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing was performed at an unknown clinic earlier the same day (B)(6) 2023) via an unknown swab type and generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This event was previously reported under manufacturer report #1221359-2023-00108. Due to a system issue, an error correction was unable to be completed, which has been made in this new manufacturer report. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 189704 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 189704 and device part number 195-430h / lot 185385. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 189704 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use, device discarded.